Event description:
Per the clinic, the patient experienced pain and developed erythema at the surgical scar site. The patient was subsequently treated with oral antibiotics, resulting in resolution of the erythema.